Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge detection notification, and was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the notification and continue the load process. There was no impact to customer's blood glucose level. The customer declined further assistance with tandem technical support.